Manufacturer narrative:
Included the model number on this follow up 01. The returned lead was thoroughly analyzed. The lead was checked visually, mechanically, and electrically during the analysis. The inspection showed damage near the is-1 connector pin. The subsequent analysis detected a twisted inner conductor helix as result of excessive mechanical strain. The analysis showed that overrotation of the screw mechanism should be considered as cause. The following analysis showed a deformation of the distal shock coil, which is probably a result of the explantation. No further deviations from the technical specifications could be found that could be related to the clinical complaint. The measurement values of the electrical analysis, in particular, were within the technical specification. In summary, a deformation of the inner conductor helix was detected. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 9 months, it was reported that the shock impedance increased for unknown reasons to > 150 ohm. It was also reported that even after repositioning the lead, the shock impedance stayed at >150 ohm. No deterioration of the patient's state of health was reported.